Event description:
It was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2026, a computed tomography (CT) of the chest was performed, and a 2mm leak was discovered. Coiling of the leak was performed with non-boston scientific (bsc) coils. There were no patient complications, and the patient is fully recovered.